Event description:
Patient reported that their one touch ultra test strips had a green mark on the tip of the strips. They also reported that the test strip vial was cracked or broken. Patient has thrown away that vial of test strips and therefore could not provide the lot number of the test strips. Patient also reported that they had received a result of 347 mg/dl on their meter with those test strips. They were also experiencing headaches at that time, which matches the high result on their meter. They had also performed an invalid comparison where they compared their meter to another meter with a result of 120 mg/dl. This case is reported as a test strip malfunction due to the colored marks.